Event description:
The customer reported that the system exhibited 'iris too large' and other collimation errors during pt cases. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board pcb and generator interface board pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.